Event description:
A pt reportedly had to go to the hosp to check blood sugar due to the meter was not working. And had a headache. The meter was not turning on and this issue was not resolved with troubleshooting. It is unk what the ER meter reading was. It is also unk if the pt received treatment at the emergency room. No further info has been reported.